Manufacturer narrative:
An event regarding a size/fit issue involving an unknown exeter stem spigot was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. It was reported that the spigot was too broad to assemble to the exeter introducer. There was no allegation of failure for the introducer. No further investigation is required at this time. If additional information and/or device becomes available this record will be reopened.

Event description:
It was reported that the exeter stems have a spigot for mounting the stem inserter. The spigot has become broader, and therefore it does not fit into the stem inserter. The customer uses stem inserter 0930-5-000. The sales rep has reported that the delay to surgery was 5 minutes.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the exeter stems have a spigot for mounting the stem inserter. The spigot has become broader, and therefore it does not fit into the stem inserter. The customer uses stem inserter (B)(4). The sales rep has reported that the delay to surgery was 5 minutes.